Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2015 . The investigation included: methods: review of device history records. Review of complaints history. Results: the radial implants, medium, right (p/n (B)(4), lot # 087629), consisting of 80 pieces, were sent to special team medical services inc. For packaging and gamma sterilization under purchase order (B)(4) and were returned to ils cincinnati on (B)(6) 2010, inspected and released into inventory on (B)(6) 2010. The package label was printed with lot # 087629 to match the ils cincinnati work order for pulling these parts from inventory for outside processing. There were no material non-conformances or variances associated with this lot of implants. A review of sales figures determined that 5,070 individual universal2 implants were sold worldwide from (B)(6) 2012 to (B)(6) 2015. The shipment of five expired implants results in a failure rate of 0.0986%. Based on the information that was provided from the complainant, integra was able to confirm that expired product was shipped from integra australia to a hospital. An investigation conducted by integra australia quality assurance and regulatory affairs identified the root cause as a breakdown in the inspection process for the release of product to the field. CAPA has been initiated to address this issue. Integra lifesciences continues to monitor the field for all complaints and customer feedback on the universal2 total wrist system and action will be taken if any adverse trends are identified.

Event description:
It is reported an expired device was implanted. It was reported, "once the implants had been opened and the radial component was impacted in place, the scout nurse came over and showed me the expiry date for the radial component, which was (B)(6) 2015. We mentioned it to (the surgeon) and asked if he wanted to change the implant for one which was in date, he commented that as it was a press fit implant, it would be detrimental to the outcome of the procedure if he was to change implants. He asked me what the use by date was for; I commented it was to do with the packaging and sterility of the implant. He inquired to the condition of the packaging, which was intact and appeared visually to be the same as the other in date implants, which I informed to (the surgeon). He stated as it was only 2 months out of date he believed that the sterility hadn't been compromised." It was later reported, "the surgeon elected to leave the implant in place. There have been no ill effects up to this time."